Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Was any re-suturing required after the sutures were removed? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Were cultures performed? Results? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? Are there any photos available? According to the feedback of the sales representative, all the above answers are unknown.

Event description:
It was reported that a patient underwent surgical treatment for a 4 cm long wound on the left leg scratched by glass on (B)(6) 2022 and suture was used as well as surgical debridement. After 4 days post-op, the patient suffered from erythema and inflammation on the wound during routine dressing change. The patient complained of allergic constitution. After checking the wound healing, the doctor gave dressing change and intermittent suture removal. Amoxicillin capsule 0.5g orally three times a day was given. No additional information was provided.